Manufacturer narrative:
(B)(4). The investigation is still in progress. Once the investigation is complete a follow-up MDR will be submitted.

Event description:
It was reported that cuff was not holding pressure. The issue occurred before surgery. Subsequently this caused no patient harm and there was a surgical delay (more than 30 minutes). The patient was anesthetized during this delay.

Manufacturer narrative:
This follow up report is being submitted to report additional information the following sections were updated: date of report, concomitant medical products, PMA/510k, if follow-up, what type, device evaluated by MFR. Conclusion summary: on (B)(6) 2018, it was reported that the cuff was not holding pressure. The customer returned an a.t.s. 3000 tourniquet device, serial number: (B)(4), for evaluation. The device history record (DHR) and previous repair report will not be performed as the product meets the applicable acceptance criteria. Product review of the a.t.s. 3000 tourniquet by zimmer biomet australia on july 10, 2018 revealed that the unit passed pre-burn with no errors and passed the pre-inspection leak test. There were no hoses or cuff returned with the device. The a.t.s. 3000 tourniquet was not repaired as the device functioned as intended and passed all required testing. A.t.s. 3000 tourniquet, serial number: (B)(4), was then tested and functioned properly. It was inspected and tested. The reported event was non-verifiable since during the product review by zimmer biomet australia it was noted that the unit passed the pre-burn with no errors and passed the pre-inspection leak test. The a.t.s. 3000 tourniquet was not repaired as the device functioned as intended and passed all required testing. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia it was noted that the unit passed the pre-burn with no errors and passed the pre-inspection leak test. The a.t.s. 3000 tourniquet was not repaired as the device functioned as intended and passed all required testing. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Complaint history review: a complaint history review will not be performed as complaints are monitored through monthly meetings. Complaint trending and (B)(4) complaint trending process in order to identify potential adverse trends.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.